Event description:
It was reported that pump showed malfunction alarm malf 12 that recurred even after being reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, and was advised to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and instructed customer to return problematic pump using pre-paid label within 10 days.